Event description:
Before implantation, it was determined during the test that the valve could not be adjusted. Another valve was therefore implanted. No patient harm.

Manufacturer narrative:
Manufacturing site evaluation: the product is on site, but no release for investigation. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the components were determined. Permeability test: a permeability test has shown that all components are permeable. Computer-controlled test: a computer-controlled test was not yet necessary. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Brake function test: the brake functionality test has shown that the brake function operates as expected. Internal inspection: an internal inspection was not yet necessary. Results based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.